Event description:
It was reported to our local partner in (B)(6) that there was a vns patient who was implanted on (B)(6)-2012 who has an infection at the site of the electrodes, with bulging of the electrodes outside the skin. The surgical wound is open and the electrodes are showing. The surgeon said there is no evidence of any relationship between the infection and bulging to their vns. No manipulation or trauma was reported preceding the event. No changes in diet or medication. Cultures have been taken but the results are not out. The patient had been given antibiotics but the infection recurred. The patient had their device explanted on (B)(6)-2012. Their lead and generator was explanted. The patient's parents do not wish to implant another vns device.

Event description:
Additional information was received on (B)(4) 2012 when the explanted lead and generator were received by the manufacturer for product analysis. Product analysis is still underway and has not yet been completed.

Event description:
Analysis was completed on the patient's explanted generator. The device history review shows that the pulse generator passed all specifications before it was released. In the lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator's output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator. Note that the electrodes (with the exception of the coil / spot-weld / slug sections) were not returned for analysis and therefore a complete evaluation could not be performed on the entire lead product. During the visual analysis of the returned 169mm portion quadfilar coils 1 and 2 appeared to be stretched and kinked with a spot-weld / slug attached to each end. Scanning electron microscopy was performed and revealed a spot-weld / slug at the end of each coil. The slice marks found on the outer and inner silicone tubes, the hole cut out of the outer silicone tubing and the cut ends that were made during the explanted process, most likely provided the leakage path for what appeared to be remnants of dried body fluids found inside the outer and inner silicone tubes. The condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portions were performed, during the visual analysis, with no discontinuities identified. Based on the findings in the product analysis lab, there is no evidence to suggest an anomaly with the returned portions of the device. Note that since the electrodes (with the exception of the coil / spot-weld / slug sections) were not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead.

Manufacturer narrative:
Device manufacturing records were reviewed.review of manufacturing records confirmed sterilization for both the lead and generator prior to distribution.